Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) per procedure and completed system verification without any issues. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted following the completion of the evaluation, and if additional information is obtained. A review of the system logs was performed during troubleshooting with the customer. The logs confirmed that the system displayed errors pointing to the usm. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to universal surgical manipulator (usm) errors that would not recover. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted duodenal switch with bladder neck suspension surgical procedure, the clinical sales representative (csr) stated that they encountered repeated recoverable fault: 1007 occurring on universal surgical manipulator (usm) 1. The technical support engineer (tse) reviewed live logs and multiple faults pointing to axes controller spar (acs) board on the usm were observed. The tse walked the customer through power cycling the system, and hard power cycling the patient side cart (psc) twice, with no change. The procedure was converted to laparoscopic and was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. The usm was returned for failure analysis and the reported failure (recoverable fault 1007) was confirmed but not replicated. The usm was tested on an in-house system and passed normal mode. Failure analysis confirmed the following logged errors: 1007, 32056, 32058, 1123, 1173, and 32101 ac_1e. During inspection, no discrepancies were found on the insertion axis. The usm was tested on a pitch friction test (ptfp) and it passed all tests.